Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, failed the flow rate test was reproduced. The device was sent for flow rate testing and found the error percentage was at -12.9088%. A review of the event history log revealed on the reported event date, two infusions were programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual. The infusions ran to completion without interruption. There were no abnormalities that could cause or contribute to the reported problem observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.the reported condition was verified. The cause of the condition was determined to be pressure travel plate out of specification. The mechanical sub assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had failed the flow rate test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.